Event description:
The MFR received info alleging the ventilator does not deliver consistent breaths and it is making a clicking sound after each breath. There was no pt harm or injury reported. The device has yet to be received by the MFR for eval. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the MFR's investigation is complete.